Event description:
A caregiver (cg) contacted baxter's technical service center reporting she had connected the final bag to the cassette's white clamp line but then disconnected the bag and reconnected it to the cassette's blue clamp line during peritoneal dialysis while the home patient (hp) was connected. The technical service representative (tsr) explained that the cg was risking an infection in the hp by disconnecting and reconnecting. The tsr assisted the cg with ending therapy and advised the cg to dispose of the current supplies and start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report of use error was received with no alleged device malfunction; therefore, no further investigation will be performed. Per baxter labeling, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.